Manufacturer narrative:
Patient information was unavailable from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a procedure. It was reported that the navigation system crashed and could not work. The restart was invalid. After disassembling and re-plugging the memory module, it was used normally. No further information was provided.